Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately delivered shocks and anti-tachycardia pacing for an episode of supra ventricular tachycardia (svt) when the device detected the episode as ventricular tachycardia (vt). It was noted that the therapy accelerated the patient's arrhythmia into ventricular fibrillation (vf). It was also reported that the right atrial (ra) lead exhibited undersensing. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was seen for an ICD check and the ICD was reprogrammed.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory had an observation relating to svt detection. The device memory indicated an antitachycardia pacing therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.